Manufacturer narrative:
Updated data: b5. Continuation of d10: product ID: cook extra stiff; product lot/serial number n/a; product type: guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilation was performed with a 20 millimeter (mm) balloon. The deployment starting point was mid pig tail at in implant depth of 3 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). After the valve dislodged aortic, the implant depth was 3 mm on the ncc and 5 mm on the lcc. A non-medtronic guidewire (cook extra stiff) was used during the procedure.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: 20fr deliv sys envpro-16-us, product ID: envpro-16-us, serial/lot: (B)(6), use by date: 2026-07-01 the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first valve could not be deployed due to patient anatomy, so the valve was recaptured and withdrawn from the patient. A second dcs was used because the first dcs was damaged due to repeated "recycling".

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: enveo pro delivery system; product ID: envpro-16-us; lot: unknown; product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was implanted and explanted. Another valve and delivery catheter system (dcs) were used. No patient complications were reported as a result of this event.

Event description:
Additional information was received that the valve was recaptured 3 times due to anatomical calcification and compression of the valve. The valve was consistently not anchoring in the annulus, resulting in the valve frame failing to deploy. After the final recapture, the valve was stuck inside the capsule of the dcs and could not be removed. The system was withdrawn from the patient. It was noted that the patient had severe sinus adhesions and calcifications that contributed to the deployment issue.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This event has been identified as a duplicate to regulatory report # 2025587-2025-05208. Refer to regulatory report # 2025587-2025-05208 for information related to the product analysis and investigation results. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.